Event description:
Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Sc assembly + 66cm of catheter were returned for analysis. Final analysis revealed a pump-connector anomaly. Down inside the sc cup was an indentation crossing the inner lumen and the appearance of the catheter tubing separating from the tapered seal. Portion of the sc housing was outside of the boot which could have been caused during explant.

Manufacturer narrative:
Lead model 8709sc, lot# n247722006, explanted: (B)(4) 2011. Corrected the manufacturer name and address. Updated the catheter explant date. The initial report was filed with manufacturer report # 3007566237201105971. Further review found that the manufacturer site ID # was 3004209178. Further analysis of the catheter model 8709sc, lot# n247722006, showed no significant anomalies. Additional analysis found that a portion of the lumen was still open. The misalignment would, thus, not impact product performance.

Event description:
It was reported that the pt expired due to cancer. No info was provided as regards to the device and drug infused.